Event description:
Breg received legal notice on (B) (6)2010 that pt had l knee surgery on (B) (6)2008 and a cold therapy device was applied. The complaint alleges that the device was used without an appropriate insulation barrier between the cold therapy pad and skin. The complaint does not set forth info about the duration of treatment application. The pt was readmitted to hospital on (B) (6)2008 and alleges that he sustained a severe cold injury to l knee and l leg. The cold therapy unit and pads both contain a warning to always use an insulation barrier between the pad and the skin in addition to many other warnings for the safe use of the product.